Event description:
It was reported that during an unknown procedure, the device would not stay closed. There was no patient injury reported. No additional information has been provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon pad was burned and bent. In addition, the teflon jaw of the grasping section was jammed when the control handle was manipulated. The root cause of the reported event could not be conclusively determined.